Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties occurred. The eccentric lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was pre dilated with a 3.0x20 mm sprinter balloon. The physician deployed a taxus express2 3.0x20 mm drug eluting stent to 14 atms for 30 seconds which fully expanded the stent. The balloon was completed deflated. The balloon was difficult to remove from the stent. The physician pulled negative without results and then deep seated the guide catheter down the lad to the stent and the balloon was able to be removed. The stent remained in good position. No patient complications were reported. The patient's status is reported as good.